Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the long bipolar grasper associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the customer reported issue that the instrument does not cauterize. Fa opened the housing and the instrument was found to have a broken conductor wire at the proximal end. The instrument failed an electrical continuity test and there were no signs of thermal damage found. Additionally, fa found signs of corrosion on the instrument bearings that were not reported by the customer. Also, the instrument pitch and grip input bearings exhibited orange discoloration. Fa noted improper cleaning during reprocessing caused this failure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No log or technical review is required because there is sufficient evidence in the failure analysis to suggest that a reportable malfunction has occurred. No image or video clip for the reported event was submitted for review. This complaint is a reportable event due to the following conclusion: the instrument had conductor wire damage with no evidence or claim of user mishandling or misuse. While there was no harm or injury to patient, this is a reportable complaint as the reported failure mode could cause or contribute to an adverse event if it were to recur.

Event description:
It was reported during a da vinci-assisted procedure the long bipolar grasper instrument did "not cauterize." The user completed the procedure and there was no reported patient injury nor harm.

Manufacturer narrative:
The event date has been corrected from 02/20/2020 to 1/6/2020.